Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, there was evidence of moisture in the battery compartment. It could not be confirmed if there was damage to the battery compartment or battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/27/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed an unexplained power interruption. A visual inspection of the pump showed that the battery compartment was cracked; evidence of moisture corrosion was observed in the battery compartment. There was no damage to the returned battery cap and the returned battery cap tightened on to the pump. The pump was exercised for 24 hours with no power loss. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture was observed. (B)(4).